Event description:
It was reported that during a photoselective vaporization procedure the fiber lost part of it's tip region. It fell into the bladder and was removed by the physician. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. There are no signs of breaks/fractures at tip. Analysis showed the fiber exhibits no signs of usage. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. The reported complaint was not confirmed. Based on device analysis, there are no signs of breaks/fractures at tip and no signs of breakage along the fiber. An evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photoselective vaporization procedure the fiber lost part of it's tip region. It fell into the bladder and was removed by the physician. A second fiber was used to complete the procedure with no clinical consequences to the patient.